Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the reload was articulated and difficult to get out of the trocar. It was stated that when the scrub technician was unloading the reload from the adapter, a cracking sound was heard. A manual retraction tool was used to straighten the reload.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The adapter showed end of life. Evaluation of the adapter noted that the adapter strain gauge was oversaturated and not reacting to any force applied. Inspection of internal components showed damage to the j-hook. A representative reload was attached to the adapter and it function properly. There was no difficulty removing the reload from the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. Additionally, the investigation detected two unreported conditions of an unresponsive strain gauge and a damaged j-hook that have no relationship to the reported conditions. The root cause of the unresponsive strain gauge was determined to be a result of a manufacturing activity. Based on the evaluation performed by smd, the internal strain gauge resistance condition is directly related to the dielectric coating process at the manufacturer. It was found that the dielectric layer was not enough to shield the traces from a condition in which would cause a short. Improvements have been initiated to mitigate this condition. This deformation to the j-hook is consistent with the damage seen when the user tries to remove the reload when it is not opened all the way to its calibrated position. No enhancements or improvements were generated for the unreported conditions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.